Event description:
It was reported that the biopsy port was broken on subject device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the customer allegation was confirmed. It is likely the scope had a leak. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.